Manufacturer narrative:
UDI: (B)(4). The serial number was documented as (B)(4) in the initial report. It has been updated as (B)(4). The date of manufacture was documented as may 21, 2012 in the initial report. It has been updated as aug 23, 2007. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the device control unit did not function. It was also observed that the device failed the check the triggers and electronic control unit (ecu) function and check power with test bench; (tick motor type). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device had an unspecified malfunction. It was unknown if there were any delays to the planned surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.